Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not perform as part of our company quality system process; all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by j&j medtech, or its employees that the report constitutes an admission that the product, j&j medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A1: 01684-09468.

Event description:
Subject ID: (B)(6) study no: oasis prod. Clinical adverse event received for revision ¿ aseptic loosening device and procedure (relatedness): device related: no information provided, procedure related: no information provided, date of event: no information provided, date of implant: no information provided, date of revision: (B)(6) 2025 device location: right. Treatment/impact: revision, anesthesia regional (spinal, epidural). Depuy synthes products used: catalog number: 152020706 lot number: m59r71 component type: insert description: attune right medial stabilized insert size 7 6mm. Catalog number: 545050501 lot number: 4473386 component type: cement description: smartset cement with gentamicin 40g. Catalog number: 151404150 lot number: 4112124 component type: cone description: revision concentric cone large. Catalog number: 151404150 lot number: 4112124 component type: cone description: revision concentric cone large.